Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that he had sensor anomaly and needle anomaly. Customer's blood glucose was unknown mg/dl. Customer took the sensor out of the package, set it down, needle hub feel off. The customer stated that sensor was never inserted into the sensor. The customer was advised that we would replaced the sensor.

Manufacturer narrative:
Unable to confirm the insertion anomaly due to the insertion needle was separated from the sensor.